Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal left main. A 4.00x28mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, the stent was noted to be deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus element plus mr ous 4.00 x 28mm stent delivery system was returned for analysis. A visual examination of the crimped stent revealed damage. Strut rows 6-7 were damage with struts lifted and pulled in a distal direction. The remainder of the stent was undamaged. The outer diameter of the undamaged crimped stent was measured and the result was within the maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and there were no issues noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal left main. A 4.00x28mm promus element plus drug-eluting stent was advanced to treat the lesion. However, the stent was noted to be deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Date of this report corrected from (B)(6) 2018 to (B)(6) 2018. Date rec'd by MFR. Corrected from 04/27/2018 to 05/03/2018. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal left main. A 4.00x28mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, the stent was noted to be deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.